Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2017-82147 for the reservoir.

Event description:
The customer reported via phone call, the insulin pump has been alarming insulin flow blocks. His blood glucose has been as high as 500 mg/dl, customer changed the infusion set and the device alarmed again. Troubleshooting was performed and customer mentioned blood glucose was 300 mg/dl. Customer stated the alarms occurred during the night while the customer was sleeping. Troubleshooting was not possible as customer had resolved the issues by replacing the reservoir and infusion set. Customer is not returning the insulin pump for analysis.